Event description:
It was reported that this was a closure of a common femoral vessel using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the footplate would not close and the device was entrapped. The device was manually removed; however, it caused a tear in the vessel. The pre-close technique was abandoned, a cut down was performed and surgical suturing was done to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. D4- a partial UDI was provided as the lot number is not known.